Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery tests due to a33 alarm. Unable to test motor error alarm due to a33 alarm. The motor was tested and the motor passed motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 11.8 mmol/l. The caller noted that the alarm may have occurred during a bolus. No significant events leading to the alarm were observed. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.